Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and excessive no delivery test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm or excessive no delivery alarms noted. Unable to complete functional test due to prime anomaly.

Event description:
It was reported that the insulin pump is alarming motor error and not delivering insulin. The current blood glucose reading is 443 mg/dl. Customer has treated with manual injection. During troubleshooting, the insulin pump passed the displacement test. Customer stated that she did not receive insulin during the night. The insulin pump will be replaced. Nothing further reported.